Event description:
It was reported that on (B)(6) 2024 when prepping the manifold prior to a procedure the syringe "kept spinning" and "would not tighten completely" when attaching the syringe to the manifold.

Manufacturer narrative:
It was reported that on (B)(6) 2024 when prepping the manifold prior to a procedure the syringe "kept spinning" and "would not tighten completely" when attaching the syringe to the manifold. The customer reported there was no injury or impact to the patient. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.